Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s programmer would not power up. The batteries were changed in the unit with brand new aaa batteries and the issue was resolved. It was noted that the patient was not able to synchronize before and noted that the last couple of times they tried to use the programmer, it would not synchronize. However, after changing the batteries, everything synchronized and worked fine. The patient did report that they felt the implant was turned on its side. In addition, it was reported that the patient had a car wreck in (B)(6) 2017. The healthcare professional (hcp) checked the device and everything was okay. They then had knee surgery and could not lay on the side where the implant was because it hurt. The hcp told the patient that the only option was to remove the device. The patient was redirected to their hcp for the issue. There were no further complications reported or anticipated.